Event description:
It was reported that during a supply change the ilet user removed the needle guard and inadvertently pulled the infusion set out of the applicator, after which customer care guided the user to complete a new supply change and insulin delivery resumed without issue. There were no reported symptoms or adverse clinical effects. Outcomes included restoration of insulin delivery without alerts or alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed an incorrectly deployed infusion set consistent with user handling during insertion, with no device alarm behavior observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion.